Event description:
The user facility reported that fluid leaked from the tubing section in the raceway of the roller-pump after priming the circuit. The product was changed out, and the procedure was completed successfully without any further complications. There was no pt involvement.

Manufacturer narrative:
Visual examination of the returned sample revealed marks on both the 1/4 inch and 1/8 inch tubing in the same location that would indicate it's positioning in the roller-pump. Leakage testing on the sample did confirm a split in the tubing wall of the 1/8 inch tubing only. There is no evidence of a defect in the tubing or a manufacturing related cause for this event. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number. The convenience kit labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe the product before and continuously during use. In addition, it warns against improper adjustment of the pump rollers against the tubing which can cause tubing failure. All available information has been placed on file in quality assurance tracking, trending, and follow-up.